Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: product identification records for the alleged gore device were not provided. 1981: [missing records: an operative report detailing excisions of rectus fascia and muscle with ¿placement of harlex [six] mesh to fill defect¿ was not provided.] [Missing records: an implant record for ¿harlex [sic] mesh¿ was not provided.] (B)(6) 1997: (B)(6). Operative report. Surgeon: (B)(6). Assistant: (B)(6). Preoperative diagnosis: chronic small bowel obstruction. Postoperative diagnosis: chronic small bowel obstruction secondary to adhesions. Name of operation: exploratory laparotomy, lysis of adhesions. Description of procedure: after induction of general endotracheal anesthesia the patient¿s abdomen was prepped and draped in the usual sterile fashion. His previous midline incision was reopened and a 3 cm superior extension was also performed to allow access to the peritoneal cavity. Dissection was carried down through the old incision scar and the peritoneal cavity was entered without incident. Immediately apparent was omentum which was adherent to the old incision and mesh. This was taken down without difficulty and the peritoneal cavity was freely entered. Of note, immediately was that there were dense adhesions in the right lower quadrant and pelvis where his previous colectomy and abdominal wall resection had been. The remainder of his abdominal exploration was normal and in particular there was no evidence of any recurrent liver lesions or other metastatic disease. The right lower quadrant adhesions were gently immobilized using sharp dissection. During this process two serosal tears occurred and these were repaired with inverting 3-0 silk lembert sutures. The small bowel was found to be repeatedly doubled upon itself and adhered to adjacent loops. All these lesions were taken down and at the conclusion of the case all adhesions had been released and the small bowel and colon could be freely and easily run. The abdomen was then irrigated with saline. A small bleeder in the retroperitoneum was identified and ligated with 2-0 silk and after this hemostasis was satisfactory. The abdomen was then closed using no. 1 proline in a running fashion. The skin was closed with staples and a sterile dressing was applied. The patient was then awoken and returned to the recovery room in improved condition. Sponge and needle count were correct x 2. (B)(6) was present for the entirety of the case as is his habit.¿ (B)(6) 1997: (B)(6). [Author ni]. Discharge summary. Admission: (B)(6) 1997. Principle diagnosis: chronic small bowel obstruction. Associated diagnosis: history of colon adenocarcinoma. History present illness: status post right colectomy for cecal adenocarcinoma at age 24. Complicated by two abdominal wall recurrences which were resected and second required mesh reconstruction of abdominal wall. [Missing records: page 2 of discharge summary from (B)(6) 1997 admission was not provided.] (B)(6) 2010: (B)(6). Office notes. In to review results of lumbar MRI. Interim history: intermittent intestinal obstruction. Exam: abdominal wall hernias. Atrophy abdominal wall musculature. Plan: repair abdominal wall hernia desirable from orthopedic standpoint. (B)(6) feels would be difficult technically because of adhesions, post radiation, et cetera. (B)(6) 2010: (B)(6). Radiology-CT abdomen with contrast; CT pelvis with contrast. Indication: left-incisional hernia with pain. History colectomy for colon cancer. CT abdomen: findings: status post ascending colectomy. Small left-sided ventral hernia approximately at level of umbilicus, containing fat. CT pelvis: findings: abnormal soft tissue containing calcifications anterior and superior to pubic symphysis. Permeative destruction of superior aspect of pubic symphysis. No fat plane seen between abnormal soft tissue and urinary bladder. Records between (B)(6) 2010 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6). Office notes. Reason for appointment: drainage from mesh wound on stomach. Slight drainage from skin overlying mesh in lower abdominal wall. Not sure of [sic] mesh is dissolving or infected. Occasional hot sensation across lower abdomen. Recurrent episodes lymphedema. Exam: skin lower abdomen firm and indurated. Prominent crevice seen and slight drainage from one of those areas but not really a sinus tract into skin. No tenderness and no smell. Culture obtained from area. Impression: lymphedema. Ventral hernia. (B)(6) 2012: (B)(6). Radiology-CT abdomen & pelvis with contrast. Soft tissue stranding substantially increased and worrisome for phlegmonous change suggestive of acute on chronic inflammation/infection. Diastasis at symphysis pubis progressed from 2003. Small area fluid noted in joint. Focal diastasis anterior abdominal musculature containing fat. (B)(6) 2012: (B)(6). Radiology-CT bone deep biopsy; CT abdomen biopsy, CT guided needle plactment [sic]. Indication: prior colon cancer, current pelvic infection and probable osteomyelitis of bilateral superior pubic rami. Rule out malignant recurrence/metastatic disease versus infection in soft tissue and bone. Prior history radiation to pelvis. Admitting diagnosis: groin infection. Findings: interval development of locules of gas in fluid collection and overlying the symphysis pubis. Swelling of right adductor brevis and longus with low attenuation suggest abscess. New since (B)(6) 2012 study and consistent with extension of infection. (B)(6) 2012: (B)(6). Pathology report. Pathology #: (B)(6). Bih unit #: (B)(6). Specimen submitted: rush¿ pubic soft mass & r. Pubic bone (2 jars). Procedure date: (B)(6) 2012. Tissue received: (B)(6) 2012. Report date: (B)(6) 2012. Diagnosis: pubic soft symphysis tissue mass, biopsy; acute osteomyelitis. No malignancy identified. Bone, right pubic, biopsy; no malignancy identified. Dense fibroid tissue. Clinical: 59 yr. Old male with colon cancer. Osteomyelitis or recurrent cancer at pubic symphysis. Gross: the specimen is received in two formalin containers labeled with the patient¿s name ¿(B)(6)¿ and medical record number. Container number 1 is additional labeled ¿no. 1¿. It consists of three tan/yellow cores ranging in sizes from 0.4 cm to 1.0 cm in length entirely submitted in cassette following decalcification. Container number 2 is additionally labeled ¿no. 2¿. It consists of three cores measuring up to 0.6 cm entirely submitted in cassette b following decalcification. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: deep symphysis osteomyelitis and overlying abscess in the pelvis. Postoperative diagnosis: deep symphysis osteomyelitis and overlying abscess in the pelvis. Procedure: irrigation, debridement and incision of deep abscess in symphysial pelvic area. Removal of foreign body consisting of previous cortex [sic] mesh that was infected. Deep bone biopsies to rule out recurrent malignancy and sarcoma. Placement of vacuum sponge for wound suction. Indication: the patient is a 49-year-old gentleman with a history of colon cancer, radiation, and recent sepsis with what appears to be with radiography and biopsy today, a deep abscess of the symphysial area with underlying osteomyelitis. He is not being brought to the operating room for debridement of the abscess and debridement of the bone, biopsy to rule out possibility of recurrence or underlying radiation sarcoma from previous radiation and debridement. Procedure in detail: ¿the patient was brought to the operating room, and after successful induction of general anesthesia, was placed supine position. The midline of the existing scar line was reopened. Careful dissection through the scarred tissues. The abscess was incised, and copious amounts of pus was extruded that was cultured, as well as the soft tissue remains note in the abscess. The gore-tex mesh was found to be heavily involved. It was destroyed over the entire visible area of tissue over the symphysial area and was car4efully [sic] resected where it was exposed. The symphysial tissues were found to be obliterated. The symphysis bone appeared overall healthy after aggressive debridement. Bone biopsies were sent to rule out deep osteomyelitis. The symphysial ligaments were completely obliterated, and the pelvic ring was dynamic when loaded anteriorly but not grossly unstable. A more lateral abscess overlying the right side also appeared to extend into the proximal thigh and was debrided as well. A vacuum sponge was then applied for constant suction for staged management. The patient will be brought to the operating room again in 3 days for reassessment.¿ surgeon¿s attestation: (B)(6) was present for the entire procedure. I was physically present during all critical and key portions of the procedure and immediately available to furnish services during the entire procedure, in compliance with cms regulations. (B)(6) 2012: (B)(6). Pathology report. Pathology #: (B)(6). Bih unit #: (B)(6). Specimen submitted: pelvic tissue. Procedure date: (B)(6) 2012. Tissue received: (B)(6) 2012. Report date: (B)(6) 2012: previous biopsies: (B)(6) rush¿ pubic soft mass & r. Pubic bone (2 j. Diagnosis: soft tissue, pelvic, incision and drainage (a-e): soft tissue with abscess. Bone with acute osteomyelitis. No malignancy identified. Clinical: not provided. Gross: the specimen is received fresh in a container labeled with the patient¿s name ¿(B)(6)¿, the patient¿s medical record number and additionally labeled ¿pelvic tissue¿. The specimen consists of unoriented multiple fragments of tan/red soft tissue measuring 3.7 x 3.5 x 1.4 cm in aggregate. No features are grossly identifiable. The specimen is entirely submitted in cassettes a-e. (B)(6) 2012: (B)(6). Laboratory report. Foreign body, mesh. Wound culture: no growth. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: symphysis pubis abscess. Postoperative diagnosis: symphysis pubis abscess. Procedure: staged debridement and placement of vacuum sponge. Indications: the patient presents today for a staged debridement of his pubic osteomyelitis. Procedure in detail: ¿the patient was brought to the operating room. After successful induction of general anesthesia the existing vacuum sponge was removed. The abscess cavity appeared to be overall healthy-appearing with small areas of dry tissue that was debrided. An additional centimeter was taken off the margins where the underlying mesh was still visible. The patient tolerated procedure well, and multiple liters of lavage solution were used and the new vacuum sponge was applied. The patient was taken back to recovery room without incident.¿ (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: symphysial osteomyelitis. Postoperative diagnosis: symphysial osteomyelitis. Procedure: debridement down to and inclusive of bone with evacuation of abscess area and replacement of vacuum sponge. Procedure in detail: ¿the patient was brought to operating room and the successful induction of general anesthesia was placed in the supine position and the wound was examined, copiously irrigated and debrided down to the level of the symphysial bone with curettage. It appeared to be significantly healthier, already granulating in the deep aspect of the wound. The vacuum sponge was reapplied over an area of approximately 50 square centimeters. The remaining abscess cavity was evacuated, but there was very little evidence of necrotic tissue at this point. A small aspect of the lateral left-sided skin was resected. The patient tolerated the procedure well and the vacuum sponge was applied and he was taken to recovery room without incident.¿ (B)(6) 2012: (B)(6). Discharge summary. Admission: (B)(6) 2012. Discharge: (B)(6) 2012. Chief complaint: abdominal cellulitis. Major surgical or invasive procedures: (B)(6) 2012: incision and drainage pubic symphysis, vac change (performed at bedside). History present illness: 58-year-old gentleman with history of colon cancer at age 24 status post multiple bowel resections, lymph node dissections, radiation therapy who presents with area of erythema and weeping over pubic symphysis. Status post 7 laparotomies over 3 years between age 24 and 27. Operations included right colectomy, multiple bowel resections, and multiple lymph node dissections. Mentions frequent ¿infections¿ over the years that self treats with leg elevation and bed rest. Episodes usually involve leg stiffness, pain, and occasionally fevers and chills that he attributes to abnormal lymphatic system in lower extremities status post bilateral inguinal lymph node resections. Says new ¿infection¿ was not typical. Started 6 days ago when first began to feel stiff and painful, but this time in pelvic area. This stiffness involved into redness over lower abdomen and scrotum and eventually weeping fluid. Finally came to hospital after wife prompted and symptoms did not improve over past few days. Area is site of prior radiation and redness and weaping from site of prior mesh placed. Complains of chills, no fever. Past medical history: bilateral hydrocele repair ~1986. Recurrent admissions for scrotal cellulitis. Past surgical history: 1978: stage b2 mucinous adenocarcinoma or cecum. Patient provides history liver metastases untreated, ¿cured¿ with holistic diet. No records available to confirm, no metastatic disease seen on multiple CT scans. 1979: second look surgery negative. 1980: lower abdominal wound recurrence of cancer, excises, not radiated due to concern for sterility. 1981: recurrence wound cancer at same site with more radical surgery including some rectus fascia and muscle with placement of harlex [sic] mesh to fill defect. Irradiated. 1997: exploratory laparotomy with lysis of adhesions by (B)(6) due to chronic small bowel obstruction and radiation enteritis. Exam on discharge: vac [vacuum assisted closure] in place over anterior abdomen/pelvis region at 100 mmhg. Wound is pink and healthy-appearing, with good granulation tissue forming. No evidence of infection. Discharge diagnosis: symphysial osteomyelitis. Addendum: presented with what was determined to be not only a post-operative wound infection, but also an infection of pubic symphysis. Felt to be due to the presence of mesh that had been placed previously, general surgery consulted with question of whether mesh could be removed. Given extensiveness of area covered by mesh, felt that removal of mesh would be a rather morbid operation not indicated during this hospitalization. Decided to continue treatment with antibiotics and vac [vacuum assisted closure] changes at this time. (B)(6) 2012: (B)(6) . Office notes. Has open lower abdominal wound. Seen today in follow-up abdominal wound, scrotal cellulitis, wound vac, intravenous antibiotic. Impression/plan: cellulitis, scrotum, open abdominal would/wound vac [vacuum assisted closure]. Follow-up with plastics next week: (B)(6) 2012. Has old mesh in abdomen from past surgeries which has been implicated in complications and per patient may need extensive surgery to remove. [Missing records: page 2 and 3 of office notes were not provided.] (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: open wound of the pubic symphysis, chronic osteomyelitis of both the right and left symphysis. Procedure: debridement, preparation of bed, and right rectus femoris musculocutaneous flap closure with primary donor site repair. Assistant: (B)(6). Indications for operation: the patient has a remarkable story. He has known metastatic colon cancer as a young man, had resection of the liver and has had multiple laparotomies. He also had radiation to his lower rectal region. His skin broke down last year and he ended up suffering from an abscess in the suprapubic region which turned out to be a [sic] infected pubic symphysis. (B)(6) took him to the operating room in (B)(6) 2012 and did a radical debridement. He has been on a vac [vacuum assisted closure] since, with the hope this might heal on its own. The soft tissue has granulated somewhat in the radiated bed of the pubis, has really not begun to heal essentially at all. In addition, he has a significant amount of mesh present. Infectious disease was hopeful that we would be able to remove all the mesh, but both (B)(6) and I feel that this is absolutely impossible in that it could be a lethal event. I am happy to removal [sic] all mesh that I see that is part of my debridement, but the rest of the mesh is well incorporated, and neither (B)(6) or I see any reason this should be removed. Our plan is for rectus femoris flap. He understands that the donor site could have morbidity including loss of terminal extension of his knee. The flap could fail and he could need revisional surgery. No guarantees could be made to the outcome. Procedure: ¿on (B)(6) 2012 he was brought to the operating room and placed under general endotracheal anesthesia, prepped and draped in the usual sterile fashion. A time out was performed. We began debriding the wound using curettes. We were very careful in the inferior pubic region to be sure not to damage the urethra. Aggressive debridement of granulation tissue and fibrinous exudate that had pile [sic] up on top of the pubis was done. Bone biopsies were done on both the right and left symphysis areas for antibiotic management. This was sent for culture. After we did this we excised the skin margins completely and about 2 cm were removed. This was sent to pathology. We then jet lavaged with 2 liters of antibiotic solution, designed peninsula shaped rectus femoris flap, essentially taking the maximum width that we could get out of thigh about 9 cm. We made the incision and came across the muscle 8 cm above the superior edge of the patella being sure not to damage the quadriceps mechanism, transected the tendon of the rectus numbers, went deep to it and then lifted the flap up. We did take some fascia lata [sic] laterally and some of the fascia over the intermedius medially. We tacked the skin to the muscle flap to be sure that we did not shear the skin island off. When we got up to 8 cm below the inguinal ligament, we easily identified the normally located pedicle coming off the profunda femoris. We decided not to tunnel this or make this an island flap as I was a bit concerned about prior damage with radiation and nodal excision. I felt that the peninsula would improve venous drainage but it is actually lymphatic drainage. We therefore made a connection between our wound inferiorly and the medial edge of our flap dissection, transposed the flap 90 degrees into the abdominal wall defect. We then went ahead and were able to close the donor sire with deep 0 pda followed by running intradermal 3-0 v lock. The flap was beautifully perfused and we were able to de-epithelialize the distal 6 cm, take the distal end of the muscle and essentially place it into the symphysis defect so there was no dead space left. I should note that 2 blake drains were placed, one in the symphysis and one in the thigh. We then went ahead and inset the skin with layers of deep 3-0 monocryl and then running intradermal 3-0 v lock. At the completion the procedure estimated blood loss was 250 ml. All counts were correct. The flap was completely normally perfused. The thigh closure was tight but not to untoward and he will obviously be watched for any signs of compartment syndrome. The blake drains were placed. The specimens were sent to pathology as mentioned. He returned to the recovery room in good condition.¿ (B)(6). I was physically present during all critical and key portions of the procedure and immediately available to furnish services during the entire procedure, in compliance with cms regulations. (B)(6) 2012: (B)(6). Pathology report. Pathology #: (B)(6). Bih unit #: (B)(6). Gross description by: (B)(6). Specimen submitted: lower abdominal wound margin. Procedure date: (B)(6) 2012. Tissue received: (B)(6) 2012. Report date: (B)(6) 2012. Previous biopsies: 12(B)(6) pelvic tissue. (B)(6) rush¿pubic soft mass & right pubic bone (2 j. Diagnosis: skin and subcutaneous tissue, lower abdominal wound margin: ulcer with adjacent irregular (pseudoepitheliomatous) epidermal hyperplasia, underlying granulation tissue and fibrosis with focal foreign body giant cell reaction to foreign material, and deep dermal/subcutaneous sclerosis. Note: the deep sclerosis is not specific, but raises the possibility of an effect of remote radiation therapy. Clinical: lower abdominal wound margin, open wound. Gross: the specimen is received fresh labeled with the patient¿s name, ¿(B)(6)¿, the medical record number and ¿abdominal wound margin.¿ it consists of two linear tan-brown strips of apparent necrotic skin and underlying soft tissue. The lower strip measures 17.5 cm in length x 1.3 cm in average diameter x 0.7 cm in average diameter, excised to a depth of 0.9 cm. The surface of the skin is remarkable for hemorrhage and irregularity which may represent poorly healed or ulcerated scar. Representative sections submitted in cassettes a-c. Records between (B)(6) 2012 and (B)(6) 2018 were not provided. (B)(6) 2018: (B)(6). Operative report. Preoperative diagnosis: ventral hernia, mid abdomen. Postoperative diagnosis: ventral hernia, mid abdomen. Procedure: ventral hernia repair, bilateral component separation, extensive enterolysis, placement of mesh. Second surgeon: (B)(6). (B)(6) will dictate the actual hernia repair and placement of the mesh and my portion of the procedure was the component separation. Indications: (B)(6) is a very interesting gentleman who survived metastatic cancer. He had a right rectus femoris flap to the suprapubic region for chronic suprapubic osteomyelitis following radiation for his cancer. He has done well from that but has developed a midline hernia as he has had four laparotomies. He has become quite symptomatic with bowel periodically getting stuck and he has to manually reduce it. He understands this could be a difficult repair and he has had prior radiation, one can see where there is no hair in the midline where has been radiated and that skin is at risk. Description of procedure: ¿on (B)(6) 2018, he was brought to the operating room and placed under general endotracheal anesthesia, prepped and draped in the usual sterile fashion. A timeout was performed. We excised the old midline scar and went down through skin and subcutaneous tissue to identify the sac. Sac was taken off the overlying skin, and we went just about three-quarters away over onto the rectus sheath on each side to delineate the [sic]. He has a 4 cm defect, which one could see clearly about being going in and out and in and out as there was a hard rim to this. There were also some swiss cheese areas above and below, so this was all connected to ultimately a [sic] with a 6 cm wide hernia that was about 8 cm long. (B)(6) then came in and did an extensive enterolysis of the bowel that was stuck on the underside which we will dictate under separate cover. We decided on the repair and performed bilateral posterior component separation finding the edge of the rectus sheath and separated the posterior sheath off of the rectus muscle. The rectus sheath posteriorly was then repaired in the midline, so an extraperitoneal piece of mesh could then be placed. This was placed by using a running horizontal mattress through and through the anterior sheath and the muscle to the mesh. Superficial to the posterior sheath of polypropylene mesh, a 6 cm piece was placed and then the fascia was repaired in the midline. We excised a good portion of the previously-radiated skin and were able to close with no drain with 2-0 v-loc scarpa¿s layer and 3-0 v-loc to the skin. Compressive dressing was placed. He tolerated the procedure well. There were no complications. All counts were correct. He returned to the recovery room in good condition.¿ estimated blood loss: less than 100 ml. (B)(6) 2018: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Procedure: repair recurrent hernia with mesh placement, bilateral component separation and extensive enterolysis. Second surgeon: (B)(6). I performed the ventral hernia repair with mesh placement as well as the enterolysis. (B)(6) planned the incision performed the component separation and panniculectomy. Indications: the gentleman has had metastatic cancer, which he has survived. He has had four prior laparotomies. He has developed hernias in the midline, which are ¿swiss cheese¿ as well as a dominant hernia, which is to the left of the midline, which has become quite symptomatic requiring manual reduction. He has had prior radiation to the area with very poor skin in the midline. Repair is planned with excision of this poor skin as well as repair of the hernias. Preparation: in the operating room, the patient was given a general endotracheal anesthetic. Intravenous antibiotics were given. Pneumatic boots were placed. Heparin was administered subcutaneously. A foley catheter was placed in the bladder. The patient was placed supine on the operating room table, and the abdomen was prepared with a prevail solution and draped in usual fashion. Appropriate surgical timeout was performed with correct patient identification and verification of procedure. Procedure in detail: ¿the old midline scar was excised and we then dissected this off of the sac, which was quite adherent to the skin itself. The skin was taken off of the sac and the sac was dissected away from the surrounding tissues. The main hernia defect was approximately 4-5 cm. There were several areas in the midline and off the midline consistent with small suture hold hernias. We then incorporated these with our excision of poor fascia. We eventually had a defect, which was approximately 8 cm x 6 cm wide. At that point, I performed extensive lysis of adhesions of the intestine, which was tenaciously adherent to the abdominal wall with multiple interloop adhesions as well from the multiple prior laparotomies. This was done superiorly and inferiorly from above the xiphoid down to the pubis. I did leave some pelvic adhesions that were present, which would not be important to take down for our repair. This was quite time-consuming as well as difficult due to the prior operations and to the fact that the patient had radiated bowel, which if entered would be a significant problem. Approximately one and a half hours were spent with this lysis of adhesions. At this point, we had enough fascia dissected in order to perform our repair. The situation seemed to be most appropriate for bilateral posterior component separation with mesh placement. (B)(6) performed bilateral posterior component separation by cutting into the rectus sheath and separating the posterior sheath from the rectus on each side. The posterior rectus sheath was closed. A piece of polypropylene mesh, which was 6 cm in width, was then placed over the posterior sheath and under the rectus. A running horizontal mattress suture was then used to attach the mesh to the anterior rectus sheath on each side, trying to get a bit of tension to bring the area together even further. This was done with running sutures of 0 pds. The anterior sheath was then closed in the midline with a #1 pda suture, which brought things together very nicely. (B)(6) then excised some more of the radiated skin and performed skin closure. A prevena dressing was then applied. The patient was then extubated and sent to the recovery area in satisfactory condition after tolerating the procedure well.¿ drains: none. Complications: none. Estimated blood loss: 100 ml. I was physically present during all critical and key portions of the procedure and immediately available to furnish services during the entire procedure, in compliance with cms regulations. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established ;d17: appropriate. Code/term not available for ¿withdrawn¿ complaint. H6: health effect impact code: f1903: device explantation; h6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent an unknown hernia repair on an unknown date whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migration, mesh infection with abscess, multiple I&ds ((B)(6) 2012, (B)(6) 2012) with wound vac placed from (B)(6) 2012 - (B)(6) 2012, and additional surgeries. Additional event specific information was not provided.